Event description:
On july 21, 2005 an insurance company reported that their policyholder had submitted a claim for smoke damage to their property. No personal injury was reported. The claim form stated "lubricating machine (quattrocare) caught fire".

Manufacturer narrative:
On november 22, 2006 an urgent medical device recall letter was distributed to customers informing them that gas may escape from the quattrocare spray cans. In rare cases, when an ignition source is near by, this escape of gas may lead to emission of smoke and flames from the can which could lead to property damage or personal injury. The actual device associated with the incident was returned to kavo germany for further analysis. The root cause of the fire could not be determined. Further testing was conducted on an undamaged unit. It was determined that only by exposing the unit to an external flame source, the unit was able to catch fire. The burn traces were compared to the complaint unit and were found to be similar. An evaluation was conducted of the adapting system of the quattrocare unit, including the aerosol cans. The calculation of the tolerances showed that in critical tolerance situations the dimensional tolerance was not sufficient, such that when the can is mounted correctly, leakage could occur at the can/holder interface due to size variations at the top of the can. The tolerance for the can was subsequently revised. Testing of the can holders and revised cans verified that the new tolerances ensures correct mounting of the can and holder such that no leakage can occur.